Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was evaluated and optimized. Foreign debris was removed from the system. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No pt or user injury was reported.